Event description:
The customer complaint is reported as: "the customer described that swg (spring wire guide) was unable to be removed after insertion. So, the doctor used the second swg which had the same situation as the first one. Finally, he used the third one, swg still had the same issue and unraveled. Eventually, the doctor cooperated with cardiac surgery doctor to remove the swg by surgery." Additional information received 15sep2022 reports: the first and second wires were only kinking and were able to be removed. No surgery was required. The thrid guidewire was stuck in the patient and requried surgery to remove. The patient's current condition is reported as fine. Associated complaints in MDR #s: 3006425876-2022-00849; 3006425876-2022-00850; 3006425876-2022-00848.

Manufacturer narrative:
(B)(4). The customer provided five photos for analysis. Two images showed a kinked guide wire while inside the tubing assembly. One image showed an unraveled/separated guide wire while still inside the patient. The final two images show a separated guide wire. Signs of use were observed on the guide wires in all five images. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested" the report of a kinked guide wire was confirmed through analysis of the customer supplied photos. Analysis of the photos showed a kinked guide wire while inside and removed from the patient; however, a full visual analysis could not be performed to confirm. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) the customer returned one guide wire assembly for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained three major kinks and one bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The appearance of the kinking/bending seems consistent with damage due to undue force applied by the customer. The major kinking on the guide wire measured 645mm, 661mm, and 664mm from the proximal weld. The guide wire total length measured 686mm, which is within the specification limits of 679mm-687mm per the marked guide wire product drawing. The guide wire outer diameter measured .790mm, which is within the specification limits of .788mm -.826mm per the marked guide wire product drawing. The guide wire was passed through a lab inventory ars/introducer needle subassembly. Minor resistance was encountered at the kinking; however, the undamaged portion of the guide wire was able to advance as expected. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through analysis of the returned sample and the customer supplied photos. Visual analysis revealed that the guide wire contained multiple kinks towards the distal end. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer complaint is reported as: "the customer described that swg (spring wire guide) was unable to be removed after insertion. So, the doctor used the second swg which had the same situation as the first one. Finally, he used the third one, swg still had the same issue and unraveled. Eventually, the doctor cooperated with cardiac surgery doctor to remove the swg by surgery." Additional information received 15sep2022 reports: the first and second wires were only kinking and were able to be removed. No surgery was required. The thrid guidewire was stuck in the patient and required surgery to remove. The patient's current condition is reported as fine. Associated complaints in MDR #s: 3006425876-2022-00849; 3006425876-2022-00850; 3006425876-2022-00848.

Event description:
The customer complaint is reported as: "the customer described that swg (spring wire guide) was unable to be removed after insertion. So, the doctor used the second swg which had the same situation as the first one. Finally, he used the third one, swg still had the same issue and unraveled. Eventually, the doctor cooperated with cardiac surgery doctor to remove the swg by surgery." Additional information received 15sep2022 reports: the first and second wires were only kinking and were able to be removed. No surgery was required. The thrid guidewire was stuck in the patient and required surgery to remove. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated complaints in MDR #s: 3006425876-2022-00849; 3006425876-2022-00848.